Event description:
Physician reported "complaints of the asymmetry of the mammary gland. The examination revealed a change in the shape of the breast and a change in density. A deformity site appeared in the right breast area. Rupture was then diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Peer/ supervisor reviewer.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture and visibility/ palpability was requested on 08-jul-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported "complaints of the asymmetry of the mammary gland. The examination revealed a change in the shape of the breast and a change in density. A deformity site appeared in the right breast area. Rupture was then diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Physician reported "complaints of the asymmetry of the mammary gland. The examination revealed a change in the shape of the breast and a change in density. A deformity site appeared in the right breast area. Rupture was then diagnosed by MRI. The device has been explanted. This record relates to the right side.

Event description:
Physician reported "complaints of the asymmetry of the mammary gland. The examination revealed a change in the shape of the breast and a change in density. A deformity site appeared in the right breast area. Rupture was then diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.